Event description:
It was reported that the ilet bionic pancreas experienced signal loss to the dexcom g7 continuous glucose monitor (cgm) while the patient was asleep, after which the sensor disconnected and then showed a reconnection alert; the agent guided the patient to toggle the sensor settings and restart the sensor and advised waiting for reconnection. No clinical signs, symptoms, or conditions were reported. Outcomes included no hospitalization, no medical intervention, and resolution pending reconnection. User support included troubleshooting and education with review of device alarms and sensor history. Investigation of this case revealed a communication interruption between the ilet and the cgm sensor, consistent with transient signal loss without hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was use-related or environmental factors affecting bluetooth communication.